Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was cleaned to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that there was a high leak error on daily check caused by partial, but not complete movement of manual-auto switch. There was no report of patient involvement.